Event description:
Reporter indicated that the device diagnostic testing resulted in high lead impedance (dc-dc code 7 and limit), indicating possible device malfunction. Reporter also indicated thet the pt was seen in the hosp emergency room after their friend had beat them up. X-rays reviewed by physician identified a complete break in the lead. The pt experienced a sudden increase in seizures and could no longer feel stimulation. Further follow-up revealed that the pt underwent ncp system replacement. Device diagnostic testing on the new system was within normal limits, indicating proper device function.